Manufacturer narrative:
No injury or harm occurred as a result of this malfunction. No specific root cause or defect was identified. No instrument problem was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction. The immucor internal reference for the associated record is (B)(4).

Event description:
On (B)(6) 2026, a customer reported an unexpected negative result for anti-a with anti-a (murine monoclonal) gamma-clone.